Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 3 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20lxac090 indicated that 2225 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac090 met release specifications. As of 11/12/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac090 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac090 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic biomedical technician (biomed) reported that a lot of naturalyte had low conductivity values during setup and prior to treatment. Upon follow up, the biomed reported that before use, the conductivity was at 13.3 ms/cm and below the theoretical conductivity value setting on the machine. No patients were treated with the lot. Per the biomed, 15 cases were affected and the lot number for the naturalyte they were currently using was not provided. The biomed reported that there has been no service to the machines and that they use bicarbonate naturalyte rx12, lot number unknown. No sample was returned for evaluation.